Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite confirmed system was not switching on intermittently. Upon further inspection, it was identified that there was connection issues with power distribution unit (pdu) to m-cabinet, due to lose contact on the existing board. The fse has rectified the connection issue after which, the system was returned to use in good working order the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not switching on intermittently. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of the complaint.